Event description:
Reportedly, after fired, a small amount of bleeding (under 500cc) occurred. Confirmed the clip was not formed properly. Reinforced the tissue with another endoclip device. Procedure type: ladg (lap. Assisted distal gastrectomy).